Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a 5 mm depth with slow deployment. The valve was high on the left coronary cusp side and was subsequently recaptured. The valve was deployed again. The valve appeared constrained by a calcification fusion between the right coronary cusp and left coronary cusp. Before releasing the valve, a transesophageal echocardiogram (tee) was performed and revealed moderate-severe paravalvular leak (pvl). The valve was released. A balloon aortic valvuloplasty (bav) was performed and the valve rose to 0 mm on the non-coronary cusp and -1 mm on the left coronary cusp with subsequent severe pvl. A second valve was deployed and there was difficulty with the implant depth and the valve was recaptured twice. On the third deployment at 20-30%, the deploying valve was ejected from the ventricle and raised the implanted valve with it into the aortic root. Using the partially deployed valve, the first valve was raised into the ascending aorta. The second valve was recaptured and removed from the patient. A sheath was inserted in the right ilio-femoral access artery and a balloon was inserted through the left groin and placed through the struts of the first valve to allow the second valve to pass without moving it. The second valve passed through the first valve and deployed at a 3/5 mm depth with moderate pvl. A bav was performed and reduced the pvl to trace. An angiogram revealed the valve was a good depth and there was no vascular injury. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.